Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customers blood glucose value at the time of incident was 442 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer was also reported that insulin pump had insulin flow block alarm and it was resolved by changing complete set. The device will not returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.